Manufacturer narrative:
The investigation into this matter found that the mixer blade is held to the mixer by a screw/nut and caulking pins. It was noted that the screw and nut may fail and detach from the mixer. The caulking pins could then break and cause the mixer blade to separate from the mixer. With the mixer blade missing, the sample and reagent are inadequately mixed. A product correction letter was issued on 01may2019 to all customers with installed architect c4000, c8000, and c16000 processing modules informing them of the potential for the mixer blade to separate from the mixer, which could result in inadequate mixing of the reaction mixtures, leading to the potential for incorrect results. The letter instructs the customer to immediately inspect all mixers on the architect c systems, incorporate the mixer inspection procedure into their daily maintenance, and provides instructions on troubleshooting if an unusual noise is noted from the rear of the instrument, or if any cuvette washer movement errors are generated.

Event description:
The customer observed discrepant results for patient samples while running on the architect c16000 processing module. The customer did not provide specific patient information. During troubleshooting, the customer discovered the mixer was damaged and fully detached from the assembly, which was replaced, performed verification, which all passed, and replacement resolved the issue. The patient results were not released out of the laboratory. There was no impact to patient management reported.